Manufacturer narrative:
Correction to previous report: patient was the initial reporter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with an implantable neurostimulator (ins) reported that they had a poor communication screen on the patient programmer. The patient could not also communicate with the recharger. The last time the patient felt stimulation was 3 weeks prior report. It was reported that the reason for not charging is because patient involved in a car accident. The manufacturer representative reported that the ins was no longer providing stimulation and was unresponsive to both patient programmer and recharger. They reported via manufacturer representative that they forgot to recharge for a few weeks and have been without stimulation for close to 10 day. The 8840 clinician programmer could not establish communication with the ins. It was reported that due to the history of the patient¿s device issue it reasonable suggest that the device is in over-discharge. It was reported that the recharger was used to perform antenna locate, received 80% signal. Performed a physician mode reset (pmr) x5. The ins still remains unresponsive. The patient could not tell the last time they charge the ins. Additional information was received from the rep reporting that the device was unresponsive and a replacement had been scheduled for (B)(6) 2017 at (B)(6) medical center with dr (B)(6).

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found that the battery had reduced capacity due to an overdischarge. The overdischarge along with the amount of time the device was not used damaged the battery, causing a rapid discharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.